Manufacturer narrative:
Sc-1132 (B)(4). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient had to charge the ipg frequently. The patient underwent an ipg explant procedure.